Manufacturer narrative:
(B)(4). Date sent: 4/28/2026. B3: exact date is unk. Assumed first day of the month. Investigation summary the product was returned for evaluation. One opened box belonging to product code vcp310h was received for analysis. Upon visual inspection of the box received, it was noted that it contained thirty-five foil packets instead of the required thirty-six. Additionally, the box was received completely open, the tab dispenser was removed from the box and the foil packets were found to be relabeled. However, it could not be determined whether only thirty-five samples were originally placed inside the box. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reached regarding the cause of the reported event, as part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) of 2026, and suture was used. It was reported that there was one package of product less than expected in the box during normal checking. Not involved in any surgery. There should be thirty-six package of products in the box, but actually there were only thirty-five package of products. There is no report on patient's injury. No additional information could be provided.